Event description:
This event is reportable based on the analysis completed in 2009. It was reported that during an iliac stenting procedure to treat arteriosclerosis obliterans the stent could not cross the lesion; however, the returned product confirmed stent damage. The 90% stenosed target lesion was located in the mildly tortuous, non-calcified common iliac artery. An attempt was made to cross the lesion, but was unsuccessful. The procedure was completed with a different device. The patient's condition is reported to be good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The stent was crimped in place on the balloon. There were bent stent struts 50mm proximal to the tip of the device. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.